Event description:
It was reported the patient was incorrectly implanted with a rechargeable device. It was noted two weeks after implant the device was replaced with a non-rechargeable device.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3487a-33, lot # va04wrx, implanted: (B)(6) 2014, product type lead; product ID 3888-33, lot # va02f2t, implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).